Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that prior to generator change-out procedure oversensing of the rv lead was observed. The lead was capped on (B)(6) 2020 and replaced. Patient was stable post procedure.